Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this patient received an inappropriate shock due to non-physiologic noise oversensing, under alternate vector configuration. The patient was working at the time of the issue but did not specify what he was doing. It was suspected that the issue was related with the implantable electrode's conductor. Reportedly, the patient was brought to the clinic where chest x-rays were performed, but nothing out of the ordinary was noticed. The vector configurations were evaluated, and auto-setup only selected alternate. However, primary had adequate signals, but it was not being selected due to a low r/t wave ratio. The smartpass feature had previously disabled due to this low amplitude issue. Technical services suggested to manually select primary as this will avoid inappropriate therapies from a possible conductor issue, secondary did not have a viable signal either. Further information was received indicating that noise was being noticed in primary as well. The implantable electrode remained in service and eventually the entire subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced with a new one, due to the mentioned sensing issues. This s-ICD was returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was put through and passed the returned products test. This involves a series of automated diagnostic testing that verifies the performance of sensing, shocking and recording functions of the device commensurate with battery voltage. The device operated appropriately, according to its performance specifications. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient received an inappropriate shock due to non-physiologic noise oversensing, under alternate vector configuration. The patient was working at the time of the issue but did not specify what he was doing. It was suspected that the issue was related with the implantable electrode's conductor. Reportedly, the patient was brought to the clinic where chest x-rays were performed, but nothing out of the ordinary was noticed. The vector configurations were evaluated, and auto-setup only selected alternate. However, primary had adequate signals, but it was not being selected due to a low r/t wave ratio. The smartpass feature had previously disabled due to this low amplitude issue. Technical services suggested to manually select primary as this will avoid inappropriate therapies from a possible conductor issue, secondary did not have a viable signal either. Further information was received indicating that noise was being noticed in primary as well. The implantable electrode remained in service and eventually the entire subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced with a new one, due to the mentioned sensing issues. This s-ICD was returned for analysis and no additional adverse patient effects were reported.